Manufacturer narrative:
B3. Date of event; corrected information; initial MDR inadvertently used incorrect date. D6b. If explanted, give date; corrected information; initial MDR inadvertently used incorrect date. E1 - email; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient complained of tenting of the skin and the surgeon elected to perform a pocket revision. The generator was also replaced during the procedure; the reason for explant was noted to be for prophylactic reasons. Follow-up confirmed that the surgery was for patient satisfaction and that the vns was functioning properly. The explanted generator was received for analysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device evaluation was completed on the returned generator.